Event description:
It was reported that during patient care, the autopulse resuscitation system constantly displayed a ¿low/replace battery¿ message. Customer indicated that the platform failure did not contribute to the patient's death/injury. Additional information was received on (B)(6) 2013 whereby it was confirmed that the patient expired. Cause of death is believed to be a result of cardiac arrest. Estimated date of event and death is believed to be (B)(6) 2013, however, this could not be confirmed because customer was not present when event occurred. Customer refuses to provide autopsy report and sites hippa compliance. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n 20450) was returned for evaluation. The reported complaint of the platform displaying low battery and replace battery messages was confirmed. A review of the data archive file showed that the platform encountered user advisory 13 (battery fault detected) faults during use in the field. During the date of (B)(6) 2013 specifically, two nimh batteries with s/n (B)(4) and s/n (B)(4) were used repeatedly and appeared to not have been charged prior to being used. Both nimh batteries (s/n (B)(4)) were returned to zoll for investigation. S/n (B)(4) was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 774.5w. Following a full charge, the battery was test cycled and re-tested with the battery charger, where the results indicated that the battery was still below the minimum power output watts of 1300w with a reading of 1202.9w. The second battery (s/n (B)(4)) was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 891.4w. The battery was then fully charged, test cycled and re-tested with the battery charger, where the results indicated that the battery was still below the minimum power output watts of 1300w with a reading of 1258.1w. Per the autopulse power system user guide (pn: 12457-001), "charged autopulse nimh batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively." The user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days." In addition, "autopulse batteries that are not fully charged (battery status led is yellow/amber or there are less than four bars on the autopulse user control panel), will result in shorter autopulse run times." Functional testing of the platform (s/n (B)(4)) was performed using both returned batteries after they had been fully charged. A run-in test was performed with the 95% patient test fixture until discharged as well as testing for an additional 40 minutes without any faults or errors occurring. The platform performed as intended during functional testing. In conclusion, the reported complaint was confirmed through review of the platform archive data, however was not attributed to the platform. The platform performed as intended when tested with both returned batteries. The archive data however, shows that the batteries used with the platform were not properly maintained. If proper battery maintenance is not performed (charged/test cycled) as instructed per the IFU, the batteries life span will be adversely effected.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed. Please see the following related MFR reports: #3003793491-2013-00799 for autopulse nimh battery with sn (B)(4), #3003793491-2013-00800 for autopulse nimh battery with sn 61875.